Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop, xdcr fault, motor fault" alarms. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not confirmed or duplicated in the laboratory setting.